Event description:
Device 3 of 3. Reference MFR report#: 1627487-2014-08373 and 08381. The patient is implanted with two model 3166 leads from lot 3952860. It was reported the patient is experiencing overstimulation from his pns (off-label) system. An sjm representative advised the patient to turn his system off. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.